Event description:
It was reported that this implantable lead exhibited lead insulation damaged upon insertion into the new device system. There were no changes noted during the procedure. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable lead exhibited lead insulation damaged upon insertion into the new device system. There were no changes noted during the procedure. As of this time, this lead remains in service. No adverse patient effects were reported.